Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a pulmonary artery using an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12) and guidewire. During the procedure, the physician advanced the cat12 over the guidewire to the face of the clot and then removed the guidewire. Afterwards, the physician experienced resistance while attempting to advance the sep12 through the cat12. Subsequently, the sep12 would not advance through the proximal to mid-shaft of the cat12; therefore, the cat12 and sep12 were removed. After the removal, it was noticed that the cat12 was kinked. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using a new cat12 and the same sep12. There was no report of an adverse effect to the patient.